Event description:
On (B)(6) 2025 a patient underwent a procedure for the placement of a dialysis catheter. During this procedure, the catheter was reportedly found to have a hole. Additionally, it was reported that the catheter was allegedly found to be bleeding. The procedure was successfully completed using an alternative device. There were no reported injuries to the patient.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows one equistream split tip dialysis catheter was allegedly found bleeding. No visible break or hole were noted due to poor quality image. No other anomalies were noted. The investigation is inconclusive for the reported fluid leak issue and material puncture as there was no objective evidence obtained from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a procedure for the placement of a dialysis catheter. During this procedure, the catheter was reportedly found to have a hole. Additionally, it was reported that the catheter was allegedly found to be bleeding. The procedure was successfully completed using an alternative device. There were no reported injuries to the patient.